Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
High shock impedance >150 ohms was reported. Patient to be brought in for in office evaluation. Lead remains implanted at this time. Should additional information be received, this file will be updated.